Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device was running very loud and making grinding noises. It was determined that the thrust disc on the set screw had too much play (gap too large), the electric motor ran loud and was making a grinding noise. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery it was observed that the battery oscillator device was heating up. It was reported that there was no patient involvement. It was reported that there was no delay due to the event as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.